Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports that a patient recently had an incident with his palindrome catheter and had to have it removed. The patient had a palindrome catheter inserted on the (B)(6) 2011 in right jugular. When starting dialysis on the (B)(6) 2013 the nurse discovered small air bubbles in dialysis tubing from the arterial side. When removing the catheter a defect was found on the white y-part (between the catheter shaft and the extensions), there was an air leak.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.